Event description:
The patient reports that she continues to experience jaw pain and tension headaches allegedly associated with use. The patient saw a doctor but no additional intervention details were provided. The patient stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity was reported as n/a by the initial reporter. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: b5. Corrected information: b3, e1, e3, g2, h6 (health effect - impact code). The investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak and no issues were found. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: a root cause for this complaint cannot be explicitly determined. A potential root cause could be due to normal wear and use over time causing the patient discomfort. The manufacturer's reference #: (B)(4).

Event description:
Additional information received reported the event date as 12/09/2025.